Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. A message was displayed that the device was either in hardware back-up mode or that there was a telemetry anomaly. The device continued to function in ddd mode.